Event description:
Info received indicates all four brake casters swivel when in the brake position.

Manufacturer narrative:
The tech replaced the casters and head section hex rod to repair the stretcher.